Event description:
Reportedly, the patient could not see with the lenses. The intraocular lenses were explanted after approximately seven (7) weeks implantation. A separate medical device report is being submitted for each lens. No further information was provided.

Manufacturer narrative:
(B)(4): the explanted intraocular lens (iol) to date has not been returned for evaluation. A manufacturing record review was performed and showed no deviations. Diopter measurement records were verified and shown to be within specification. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
Device returned to manufacturer: yes. Returned to manufacturer on: 07/24/2012. Evaluation of the explanted intraocular (iol) lens found it to have visible scratches on the optic surface that were most likely due to handling during the explant process. No optical deviations were observed with the lens optic body and haptics of the lens. Review of the manufacturing records for this lens finds that it meets specifications and was manufactured as a 21.0 diopter lens as labeled. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.